Event description:
The patient contacted animas on (B)(6) 2013 reporting that the audio bolus button was intermittently unresponsive. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 03/20/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: confirmed bolus button responding intermittently to presses. Removed button cover and found the internal plug contact is misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.